Event description:
Pt was using bedside commode when bucket fell out of holder. Pt claimed commode seat dropped approx 1" when bucket fell, jarring her. Complained of numbness and tingling in left leg, later complained of back pain that she had not experienced prior to bucket falling out. Pt had undergone laminectomy procedure 12/15/95.